Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a healthcare professional (hcp) regarding a patient receiving 8 mg/ml hydromorphone at a daily dose of 2.9 mg/day via an implantable infusion pump for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that an alarm was heard but telemetry had not yet been performed. The reporting hcp was the physician that worked with the patient for radiation treatment. The hcp was concerned as the patient reported nausea and vomiting and hearing the pump alarm on (B)(6) 2017. The hcp gave the directive to go the ER and had contacted the patient's managing physician. The patient had only had 5 of 39 treatments for radiation and the cumulative exposure for all 39 treatments would be 258 centigray. The treatment was directed at the patient's pelvic area for prostate cancer. It was confirmed that the pump did not need to be interrogated after a treatment. Later on (B)(6) 2017 the managing physician needed assistance programming the pump to minimum rate mode due to a motor stall. The patient had radiation therapy on (B)(6) 2017 and that night a motor stall occurred at 21:00 and on (B)(6) 2017 tube set occurred. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a refill a week or 2 before he had radiation therapy. The patient's pump was still "going off" but they turned it down and the pump was about 3/4 full to his estimation. It was reported that the patient had radiation therapy on the prostate area where it could not be covered/shielded on (B)(6)2017 and on (B)(6)2017 his pump stopped working and he went into withdrawal; he got sick (B)(6) and the pump started beeping (B)(6). The patient had never had opioid withdrawal before. Prior to radiation therapy the patient's oncologist called the manufacturer and told the patient there wouldn't be an issue with having radiation therapy done. The patient did some research and read material and read the radiation beam could not go through the pump, and he also had a pacemaker and the radiation didn't go through that. It was reported that the pump was dripping and it would take time to get to the area. The patient asked if the manufacturer could give him the conversion of pump medication to oral medication; he did not think he needed the pump any longer due to surgery and medication. Patient services (ps) recommended the patient consult with a healthcare professional (hcp). The situation was being addressed by a hcp. Ps consulted with tech services and ps reviewed the radiation labeling information to the patient who said he was not getting the same information from ps as he did from his hcp. Ps recommended the patient consult with his hcp and that he contact the medicationmanufacturer, emailed a physician listing to the patient and reviewed the role of manufacturer representatives. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was explanted (B)(6) 2018. The device was returned to the manufacturer.